Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they thought the recharger paddle went bad. Patient stated that they had been fighting with the issue for a while and that they called once before, however they didn't have the recharger present at the time in order to provide the serial number and they didn't have the time to call back to provide the required information in order to have the recharger replaced. Patient said that they could move the recharger wire around to get the recharger to connect so that they could charge the implanted neurostimulator enough, however the last time the recharger wire got really hot and now the recharger wouldn't charge the ins at all. When asked for the event date, patient said that it had been probably two years ago. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found no issues with finding or charging implantable neurostimulator (ins) and complaint was unverified. Worn donut and that does not impact the functionality of the recharger. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.